Event description:
Per the audiologist, the patient had a skin flap infection. The patient was treated with antibiotic¿s which did not help. The skin flap was purulent (discharging pus) and the implant was exposed. Revision surgery was performed 2008, and the skin flap still has not healed properly.